Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was breakage on surface of the level sensor after using about 200 times. The device was not changed out and continued the case without the sensor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The subsidiary laboratory technician at the mfg engineering center (mec) confirmed that there was breakage on the surface of the sensor. The customer used ultrasonic jelly from an alternate supplier. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.